Event description:
During attempts to cross an occluded lesion in the right sfa, the distal tip of the guidewire became unraveled. It was noted that the wire tip repeatedly prolapsed during attempts to cross the occlusion before becoming unraveled. The wire was removed from the patient intact and without difficulty, and a new sv-5 wire was used to successfully cross the lesion. There was no report of patient injury. As per the reporting affiliate, no part of the wire appeared fractured. No drilling or jack-hammering of the wire was done by the user, and the wire tip was visible on fluoro throughout the procedure. The wire had good torque response and was never torqued against resistance, kinked, or became hung up during manipulation. Per the affiliate, the unraveled portion of the wire was cut off mechanically by the nurse after the intact guidewire was removed from the patient.

Manufacturer narrative:
The product is said to be available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a pta of a right sfa occlusion, the sv-5 wire unraveled. The wire was removed in one piece from the patient and no injury occurred. As reported, "at first it looked normally working, but few minutes later he could see the distal tip of wire was distangled. So he used the new sv-5 wire and it successfully crossed the lesion." Vessel/lesion characteristics were not provided. A "drilling" or "jack-hammer" technique was not used to try and cross the lesion. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel to the lesion, only "just right before the lesion". The torque response of the wire was good and it did not kink while being used. The wire tip did repeatedly prolapse during attempts to cross the lesion "then we suddenly noticed that something looks wrong on fluoro". The wire did not become fixed or caught and it was not torqued against resistance. One non sterile pgw sv short was received in a plastic bag. The coil wire was unraveled and stretched. The coil wire and core wire both presented a fracture condition on the distal end of the unit; the distal part of the unit was not received for analysis. The unit was sent to sem analysis to determine the cause of the fracture. Sem results showed that the coil wire presented evidence of pulling, smearing and twisting characteristics; the core wire presented evidence smearing and bending. The exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. According to sem analysis results the root cause of this failure cannot be conclusively determined; however it does not appear to be manufacture related. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02414951. This packaging lot contained 220 units, which were shipped from lake region medical on (B)(4) 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint was confirmed through failure analysis. Without any information about the vessel/lesion characteristics, the statement about the wire repeatedly prolapsing just prior to the problem suggests that procedural factors and/or vessel/lesion characteristics may have contributed to the reported event. No actions will be taken at this time.

Manufacturer narrative:
During a pta of a right sfa occlusion, the sv-5 wire unraveled. The wire was removed in one piece from the patient and no injury occurred. As reported, "at first it looked normally working, but few minutes later he could see the distal tip of wire was distangled. So he used the new sv-5 wire and it successfully crossed the lesion." Vessel/lesion characteristics were not provided. A "drilling" or "jack-hammer" technique was not used to try and cross the lesion. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel to the lesion, only "just right before the lesion". The torque response of the wire was good and it did not kink while being used. The wire tip did repeatedly prolapse during attempts to cross the lesion "then we suddenly noticed that something looks wrong on fluoro". The wire did not become fixed or caught and it was not torqued against resistance. The product was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint could not be confirmed without a product return. Without any information about the vessel/lesion characteristics, the statement about the wire repeatedly prolapsing just prior to the problem suggests that procedural factors may have contributed to the event. No actions will be taken at this time.